Manufacturer narrative:
Physio control evaluated the customer's device and verified the reported issue of the device intermittently powering on/off when opening the lid. Root cause of the reported issue was determined to be the lid switch, sw5, from pcb assembly. Customer received a replacement device.

Event description:
The customer contacted physio control to report a non critical issue with their device. While performing an investigation, it was observed that the device intermittently doesn't respond to the lid opening or closing. This would cause a delay in providing defibrillation therapy for more than 30 seconds. There was no report of patient use associated with the reported event.